Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump would not charge. When the pump was connected to a power source, it would not recognize the power source. There was no impact to the customer's blood glucose level. It was indicated that the current pump would continue to be used for diabetes management.